Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing using test batteries including bench handling, power cycling, functional stress testing, and on/off current testing without duplicating the report. The batteries were not returned to zoll united states for testing. The device was returned to manufacturing and the customer was sent a replacement device. No trend is associated with reports of this type.